Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the patient experienced tamponade from perforation and thrombus. The patient was taken to surgery to undergo repair. The leadless ipg was removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, medical device: model #: mc1avr1-delsys/ expiration date: 28-may-2022 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Device mfg date: 05-jan-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.